Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise was noted on the lead. Lead damage is suspected; however, no damage was seen via imaging. The noise was reproduced when the patient did arm maneuvers. The device was reprogrammed to unipolar and lead replacement is anticipated.

Event description:
During follow-up, noise was noted on the lead. Lead damage is suspected; however, no damage was seen via imaging. The noise was reproduced during isometric testing. The device was reprogrammed to unipolar and lead replacement is anticipated. Further information was received and the lead was capped and replaced.